Manufacturer narrative:
The account found the down button was pushed in and stuck. No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the side rail switch overlay was replaced and when the bed was powered the bed ran down unintentionally. No injury reported.